Event description:
Customer reported hospitalization due to high blood glucose readings of 700 mg/dl and diabetes ketoacidosis. Customer was treated at the hospital and released after a week. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 326 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.